Manufacturer narrative:
Of the 65 allegations of a malfunction, 49 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to motor failures. During investigation for unrelated allegations, there was 1 additional instance of a call service 078 alarm due to a motor failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 078 alarm. These reports were received from various sources. The patients associated with this allegation ranged from 7-76 years of age and between 55 and 481 pounds. Of the reported patients, 24 were male and 41 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 3 pumps were returned and investigated. There were zero instances of cs 078 issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.